Manufacturer narrative:
The user reported about not being able to achieve excellent signal only when he pressed the transmitter over the sensor, he gets excellent signal, but once he released the pressure the signal goes low or poor.investigation found that transmitter passed all the tests,and no problem found with it.the issue persist after a transmitter replacement and the user was advised to follow up with his hcp.the user was referred to his hcp to discuss next steps for removal and replacement of sensor, as the sensor might have been inserted deeper than usual. B4. Date of this report 25 december 2024 g3. Date received by the manufacturer? 25 december 2024 d9 device available for evaluation? Yes, on 06 december 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 4311.

Event description:
On 18 october 2024,senseonics was made aware of an incident where the user reported receiving no senor detected alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.